Event description:
It was reported that two weeks after implant, the implantable cardiac defibrillator (ICD) was explanted due to pocket infection. The patient was placed on antibiotics and a new device was implanted on the contralateral side. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Competitor implantable pacing lead 2012 (B)(6); 419488 implantable pacing lead 2012 (B)(6). (B)(4).